Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: there were unexplained pump reboot events observed in the black box. Corrosion was observed inside the battery compartment. The battery compartment was cracked above and below the bumper pad. The pump completed a 24 hour duration test with n pump reboot events observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.